Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead had failed to capture and exhibited increased in threshold readings. Patient status was not provided.